Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with the result of 269 mg/dl. The expected fasting blood glucose test result range is 108 to 115 mg/d. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. During the call on (B)(6) 2017, a back to back blood test was performed non-fasting by the customer and produced test results of 216 and 219 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 08/27/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history. (Date/time not stored correctly). (B)(6). Customer called in states the meter is reading high.

Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with the result of 269mg/dl. The expected fasting blood glucose test result range is 108 to 115mg/d. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. During the call on (B)(6) 2017, a back to back blood test was performed non-fasting by the customer and produced test results of 216 and 219mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 08/27/2018 and open vial date is 7/31/17. The meter memory was reviewed for previous test result history. (Date/time not stored correctly). (B)(6). Customer called in states the meter is reading high.